Manufacturer narrative:
Evaluation result: fse replaced float switch assembly and canister o-ring. Please refer to MDR #2050012-2011-05344 for the leak that had occurred on (B)(6) 2011. (B)(4).

Event description:
Customer called on (B)(6) 2011 reporting that their unicel dxc 600 synchron system was leaking from the hydropneumatics again. Customer stated that this problem had occurred before on (B)(6) 2011. Customer noted that no one was injured as a result of the leak and that they do have a back up system. Customer technical support (cts) advised customer not to use the system until it has been serviced. Customer reported that the (B)(4) team will come and clean up the leak by following msds. Customer did not think it was water leaking from the system and that they were not using the system for samples. Cts advised customer to review the patient results prior to the leak and to repeat any samples where the results could be erroneous. No erroneous results were generated or reported out of the lab during the event. Field service engineer (fse) was dispatched and found that wash solution canister was too full and fluid had backed up into the air line and into the regulator. "Low pressure air pressure is high" error were also noticed on the instrument. Fse replaced float switch assembly and canister o-ring. Fse then proceeded to prime the system and run samples while monitoring the wash solution canister. No leaking or fluid flowing into air lines was observed. Repair was verified per established procedures and results met published performance specifications. System validation was documented in customer qc record.